Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm and partial display. Customer stated alarm was cleared and noticed the light in it where they could not see anything on the screen, sometimes light and sometimes almost black. Customer stated they noticed issue with screen partial display about 4 days ago it started. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify pump error 35 alarm due to main download timeout/external flash crc test failed. No missing segments/partial display noted during testing.